Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels went 245 to 52 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was unknown at the time of the call. Customer was most likely wearing the pump at the time of the incident. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer is alleging possible insulin pump over delivery. The customer states she wakes up with lows in the morning. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis. Uno set.